Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alarming 71 (non-recoverable system error). Advised to power device off and back on to reboot system. Nurse noted that they tried that once already and error message returned after about 5 minutes. Had restart therapy and noted if error returned, they needed to swap out devices and tag this one for biomed.

Manufacturer narrative:
The reported issue was inconclusive. Root cause was not able to be isolated as unit was not evaluated. Advised to power device off and back on to reboot system. Nurse noted that they tried that once already and error message returned after about 5 minutes. Had restart therapy and noted if error returned, they needed to swap out devices and tag this one for biomed. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken. Correction: d UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alarming 71 (non-recoverable system error). Advised to power device off and back on to reboot system. Nurse noted that they tried that once already and error message returned after about 5 minutes. Had restart therapy and noted if error returned, they needed to swap out devices and tag this one for biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alarming 71 (non-recoverable system error). Advised to power device off and back on to reboot system. Nurse noted that they tried that once already and error message returned after about 5 minutes. Had restart therapy and noted if error returned, they needed to swap out devices and tag this one for biomed.

Manufacturer narrative:
The reported issue was inconclusive. Root cause was not able to be isolated as unit was not evaluated. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alarming 71 (non-recoverable system error). Advised to power device off and back on to reboot system. Nurse noted that they tried that once already and error message returned after about 5 minutes. Had restart therapy and noted if error returned, they needed to swap out devices and tag this one for biomed.